Event description:
Information received does not address the patient's clinical status but notes that during two follow-ups one week apart, interrogation revealed dashes (---) for multiple parameters. Download attempts were unsuccessful and reprogramming the rate to 80 ppm could not be confirmed via the programmer. However, the surface ECG showed pacing at 80 ppm with and without magnet. Following attempts to reprogram the rate, telemetry could not be obtained.